Event description:
It was reported that: per the medical records, the patient ¿had a significant benign process in his thoracic spinal cord which has kept him in a state of spastic paraparesis. Basically he had multiple myelography in (B)(6). In (B)(6) 2006 underwent a t5, 6-7 bilateral thoracic decompression, intradural exploration of a spinal cord with myelotomy and cysto subarachnoid shunt with duraplasty.¿ on (B)(6) 2009 the patient presented to the ER with atypical chest pain. Per the medical record, the patient complained of ¿dry cough. Right sided chest pain that radiates to the right and to the back only when he coughs.¿ patient diagnosed with acute bronchitis and was discharged home. On (B)(6) 2009 the patient presented with low back and leg pain. MRI of the lumbar spine indicated¿there does not appear to be significant interval change since (B)(6) 2007 regarding the right leg pain. There is noted to be spondylitic end plate changes causing right foraminal stenosis at l5-s1.¿ on (B)(6) 2009 the patient presented with low back and leg pain. X-rays of the lumbar spine indicated ¿mild degenerative disc disease l5-s1. Transitional s1 segment.¿ on (B)(6) 2009 patient admitted with severe low back pain related to degenerative disc disease. Per the medical records, ¿the patient has had intractable back and right leg pain. He has had pain management. He has had l5 root injections which did give him relief. He has significant l5-s1 disc disease on diagnostic imaging. He has tried conservative measures which have failed.¿ the patient underwent an alif l5-s1 using peek parameter spacer, rhbmp-2/acs, and zimmer anterior plate system. There were no noted complications. X-rays indicated ¿anterior interbody fusions at l5-s1 are seen with plate and screws and intervertebral disc spacer. Anatomic alignment is seen.¿ post-op course was uneventful. Patient was discharged on (B)(6) 2009. On (B)(6) 2009 patient presented with left leg pain, weakness, and swelling. He was found to have a dvt. Venous duplex indicated ¿acute deep venous thrombosis involving the left common femoral, deep femoral, superficial femoral veins.¿ patient was admitted, treated with lovenox and coumadin. On (B)(6) 2009 x-rays indicated ¿transitional s1 vertebra partly lumbarized. Anterior fusion at l5-s1.¿ patient was discharged on (B)(6) 2009. On (B)(6) 2009 patient admitted to rehab facility. Per the physician¿s notes, ¿the patient had increasing difficulty with ambulation. He complains of severe pain when he goes from a sitting to standing position¿ he complains of constipation.¿ on (B)(6) 2009 x-rays of the lumbar spine indicated ¿anterior fusion in good alignment.¿ on (B)(6) 2010 x-rays of the lumbar spine indicated ¿status post anterior fusion of l5 on s1. No significant change in the alignment.¿ on (B)(6) 2010 patient presented for 6-month follow up. Per the physician¿s notes, ¿he has no leg swelling or pain. He continues to have some back soreness, is walking with a walker, continues to require pain medication.¿ on (B)(6) 2010 the patient presented with thoracic cyst. MRI of the thoracic spine indicated ¿stable post-surgical changes of previous laminectomy of t5 through t7. Stable abnormal appearance of the cord. There are no significant interval changes since the 2008 study.¿ on (B)(6) 2010 patient presented with pain in his left lower leg with increasing left lower extremity edema. Evaluation subsequently revealed occlusive dvt in the common femoral vein, profunda femoral vein, and saphenous vein, described as chronic in nature, but also subacute and acute dvt in the popliteal and one of two peroneal calf veins. On (B)(6) 2010 colonoscopy indicated ¿four benign appearing 8 mm polyps in the rectum, in the ascending colon and in the cecum. Resected and retrieved. Diverticulosis ascending colon. Diverticulosis descending colon.¿ pathology report dated (B)(6) 2010 indicated tubular adenomas. Patient discharged on (B)(6) 2010. On (B)(6) 2010 patient presented for follow up. Per the physician¿s notes, ¿he continues to have neck and back pain, uses a power wheelchair, as he has difficulty ambulating.¿ on (B)(6) 2011 patient involved in mva and presented to the ER with neck pain. X-rays of the cervical spine indicated ¿degenerative disease, cervical spine.¿ on (B)(6) 2011 patient presented for follow up with complaints of ¿spinal issues¿ and a need to have his motorized wheelchair repaired. On (B)(6) 2012 patient presented for follow up. Per the physician¿s notes, ¿pain and dysfunction in his low back and his legs to the point where he cannot stand erect. He has to walk flexed forward. He¿s been using a power chair and a walker for a number of years. He¿s had a prior spinal cord syrinx,¿ he¿s had a prior anterior lumbar fusion¿ he continues to have problems if he tries to stand erect, he gets sudden loss of function of his legs. His exam was consistent more with a myelopathy as opposed to a radiculopathy.¿ on (B)(6) 2012 patient presented for follow up. Per the physician¿s notes, ¿lumbar spinal stenosis. Stable. He continues to have limited mobility, requires a motorized device to permit getting around.¿ on (B)(6) 2012 patient presented for follow up. Per the physician¿s notes, ¿he continues to have difficulty walking.¿ on (B)(6) 2012 the patient presented with lumbosacral neuritis, pain, and trouble walking. Mr of the thoracic spine indicated ¿decompressive laminectomy mid t-spine with complex syringohydromyelia from t4 to t8 and myelomalacia not significantly changed.¿ MRI of the lumbar spine indicated ¿interval anterior fusion at l4-5 with disc bulging and facet osteoarthritis. Mild facet arthropathy l2-3, l3-4. No disc herniation nor canal stenosis. Mild heterogeneous marrow is stable, likely hematopoietic.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.